Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation with concurrent procedures of cystoscopy and posterior colporrhaphy due to stress incontinence. After implantation, the patient experienced pain, bleeding, dyspareunia, chronic urinary tract infections, and vaginal infections. It was reported that patient underwent excision of vaginal legion on (B)(6) 2008 due to granuloma formation of wound after surgery. (B)(4).